Event description:
It was reported that an adverse event occurred against the sensor. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and no damage was found. Voltage test was performed failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined because an investigation cannot be performed. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s sensor failed during warm-up. The patient was also out of sensor supplies, so she was unable to start another sensor session. Because of this, the patient was without cgm readings (the patient was not using a bg meter for back-up) for approximately 2.5 hours before the patient¿s husband took her to the hospital. The patient was also wearing a tandem insulin pump. The patient was experiencing lethargy. At the hospital, the patient¿s bg meter reading was done but the patient can not recall the specific value. The patient was admitted to the intensive care unit (ICU) and treated with insulin. The patient was discharged home on (B)(6) 2024. The patient was in good condition at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.